Manufacturer narrative:
Follow-up #1 date of submission 04/19/2016-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no evidence of abnormal pump behavior. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on an unknown date was 400 mg/dl with nausea and vomiting. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they resumed pump therapy after replacement, and the pump's settings were not recently changed. During troubleshooting, it was reported that: the pump's basal history was appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; and the bolus history recorded was accurate as programmed. It was reported the total daily dose basal history did not match the programmed basal rates for a known an expected reason: cartridge change and basal edit screen accessed. During troubleshooting, a diabetes management issue was reported: it was noted that the patient failed to bolus. A healthcare provider alleged an inaccurate delivery issue of unknown cause. This complaint is being reported because the reported health event was attributed an alleged unknown inaccurate delivery issue.